Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported the device alarmed vent inop due to a data acquisition pcb adc reference failure. The device was in use on a patient. There was no patient harm.